Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, a device evaluation will not be performed. The distributor reported that patient medical records are not available. Patient imaging studies have been received for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical assessment.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2020. The afx2 bifurcated stent graft (bsg) was deployed and then, a medtronic (non-endologix) endurant leg was deployed. Then a medtronic (non-endologix) endurant cuff was deployed proximal to the leg. The procedure was completed with no endoleaks. The non-contrast follow-up (patient reportedly cannot tolerate contrast) on (B)(6) 2025 identified implant separation of the afx2 bsg and endurant leg creating a type iiia endoleak. Additionally, the afx2 main body appeared to be gradually expanding. Reintervention was completed with deployment of two medtronic endurant cuffs. The reintervention was successful, and the patient was discharged as of (B)(6) 2025. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows complete implant separation and type iiia endoleak complaints are confirmed. The additional endovascular procedure complaint could not be confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 12mm occurred, that was not included in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography scan dated (B)(6) 2022. The type iiia endoleak is likely user related as there was concomitant product use of a non-endologix cuff with the afx2 bifurcated stent graft (bsg). Additionally, the type iiia endoleak is likely anatomy related as the overlap of the afx2 bsg and most distal non-endologix cuff was 35mm immediately post index with a sac measurement of 50mm. Endologix recommends individualization of treatment to select components using the formula so that the overlap (ol) is greater than the aneurysm radius (ar = ad ÷2) plus 20mm (ol = ar + 20 mm). This formula suggests 45mm of overlap would be optimal. Procedure related harms could not be determined. The final patient status was reported as undergoing a successful reintervention and discharged home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - updated. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.